Manufacturer narrative:
Neither the device nor additional information is available from the research facility.

Event description:
It was reported that: "the arthroplasty was revised due to femoral loosening. The femoral components and the acetabular liner were revised. The components were implanted in situ for 1.8y. The patient presented with a (B)(6) score of 2 three months prior to revision surgery and maximum score of 4."